Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #1625774). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #3009988881. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing reportable events for the barimaxx beds range, we were able to find a few complaints, related to the patient falling/nearly falling from the bed as a result of various scenarios - this event is the first one which include the allegation of the bed tipping and the second event where information was provided that the fall from the device was thought to be related to a malfunction in the braking system. Based on the information collected to date, we have been able to establish that the initial allegation was not confirmed, the inspection of the device has not revealed any product malfunction. The event is most likely related to an unfortunate sequence of events in use. The event occurred during the transfer of the patient from one bed to the other. The patient was not following the facility staff's instructions - during the transfer, the patient attempted to roll himself over -despite the nurses instructing him to remain flat on his back. Subsequently, the patient slid between both beds. Information about the event were collected from two facility staff members - and as a result two contradicting opinions were received from the facility: whether the brakes on barimaxx ii bed were locked or not, and if the barimaxxii bed was the one from which the patient was transferred or to which he was moved. One of the nurses indicated also that the bed rather slid or tipped, due to the patient's weight (500+ lbs) as he was on the edge of the device. Inspection of the device conducted by an arjohuntleigh representative revealed that the braking system was working correctly on the device. The barimaxx ii device, has been in the past an object of a tipping test - during which the lateral stability of the device was checked : a total load of 1021 lbs was placed on side rails - the device has not lost its stability, it withstood the load. In accordance to the recommendation from the quick reference guide (e.g. 310612-ah rev. B) which is delivered to the customer together with the device as part of the labeling, the user is informed that: precaution should be taken during patient transfer, including the locking of caster brakes and caster steering and deflation of surface. Lock all steer casters in line and set all caster brakes before transferring patient warning: engage all brakes and steer locks before patient transfer. If the mechanical lift device is not available, a transfer board should always be used when transferring a patient to and from the barimaxx ii bed. At the time of raising the issue, the facility requested also an arjohuntleigh representative visit, to deliver the replacement bed and to show how to properly use the bed and it locks - which might suggest that the facility was not fully familiar with the device. In summary, the device was being used when the event occurred, it contributed to the event since the patient fell off the bed. Fortunately, no injuries have been sustained. The initial allegations were not confirmed. However we have decided to report this event in an abundance of caution and to be transparent. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It was claimed by the facility, that the patient fell out from the bed. Initially, the information was received that the brakes had not locked and thus caused the event. At the time of raising the issue, the facility requested an arjohuntleigh representative visit, to deliver a replacement bed and to show how to properly use the bed and its locks. Fortunately, there were no injuries sustained.